Event description:
Complainant alleged that during a training session while being used with a competitive brand simulator, an ECG rhythm was being simulated when suddenly the device displayed a dot in the middle of the monitor screen. The operator then installed a second battery but the problem still existed. When the zoll sales rep was given the device back, he was unable to reproduce the problem. The complainant indicated that there was not pt involvement in the reported failure.